Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was unreadable. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer stated the screen scratch made the screen unreadable. Customer also reported damage on the insulin pump .the location of the damage was on the button arrows and screen. Customer stated young children dropped and bumped the insulin pump. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.